Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for use. During procedure, it was reported that the balloon ruptured upon third inflation at 8atm. The device was removed from the patient's body without any problem. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.